Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue of primary alarm failure in the device event log. The pse was also able to reproduce the failure. The pse replaced speaker 1 to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the error code 1102 (primary alarm failed) in the diagnostic event log. The pse determined a conduction failure in speaker 1 as the cause. No response has been received from the customer in regard to a repair decision at this time. The work order will remain open and will be updated once a customer decision is reached. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the check vent alarm sounded. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since the cause is conduction failure in speaker#1, the speaker needs to be replaced. The repair is still pending an order from the customer.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The removed speaker was returned to the philips product investigation laboratory (pil) for analysis. The pil technician visually examined the component and found no issues. The pil technician installed the speaker into a pil v60 standard test bed (stb) for testing and verified that the speaker is faulty. The pil technician verified the speaker generated e/c 1102 (primary alarm failed) during the boot up on the pil stb. The pil tech verified an ol / infinite ohm coil resistance during resistance measurements with the use of a fluke 87 meter. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.